Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and lynx suprapubic mid-urethral sling system were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence and neuromuscular problems, urinary urgency and urinary frequency. (B)(4).

Event description:
It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence and neuromuscular problems, urinary urgency and urinary frequency. It was reported that the patient underwent mesh revision on (B)(6) 2009 by dr. Robert (B)(6) due to refractory urge incontinence and history of urinary retention. (As per ppf)